Event description:
Pt shipped a baxter 6060 pump and baxter 6060 IV tubing. Rn inserted IV tubing cassette into pump. Pump alarmed "cassette not installed." This has happened with many of the cassettes since the manufacturing has moved to another plant. Baxter has been notified numerous times regading this problem. They state it is an isolated incident. Rptr has returned many cases of tubing.